Manufacturer narrative:
(B)(4).

Event description:
During a shoulder arthroscopy utilizing the incisor plus,5.5 mm, ep-1,dspl blade, it was reported when the device came into contact with the bone or cartilage, the device started losing debris. The surgery was finished by using another of the same device from a different lot. The surgeon cannot confirm all the debris was removed from the patient. There were no reported patient injuries or complications.